Event description:
It was reported difficulty was encountered repositioning this guidewire through an entry needle during an angiogram in the femoral artery. A segment of the coating sheared off this wire and detached in the pt. Surgical retrieval was uneventful and a bypass procedure was successfully performed. The pt's condition is good. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated that 39 mm from the distal tip a 60 mm section of the guidewire jacket was missing and not returned for evaluation. Fifty mm of the stainless steel core wire was visible. F/u indicated this device was being used through an entry needle. It was also indicated resistance was encountered during the procedure which was attributed to the angle of the needle and because the artery was small. Therefore, co believes user technique and/or pt anatomy may have contributed to this event and do not attribute it to the device. Co's directions for use state" "as with any other guidwwire, to avoid damaging the surface of the guide wire, do not withdraw through a metal cannula."